Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2016. (B)(4). Additional concomitant medical products: unknown vanguard knee bearing cat#: unk, lot: unk; unknown vanguard knee tibial tray cat#: unk, lot: unk. The product has not been returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 00010, 0001825034 - 2018 - 00011, 0001825034 - 2018 - 00012. Product location is unknown.

Event description:
It was reported that the patient was revised after initial knee procedure due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.